Manufacturer narrative:
The device was in use for treatment. A review of the device history record identified one reject during manufacture of this lot number for broken wire. Complaint files were reviewed, there was no other complaint against this lot number. According to the report, the sheath kinked and was almost removed from the handle while a catheter was inserted. After review of the returned sheath it was found that the shaft of the sheath separated at the location where the pull wire exits the sheath. The sheath has extensive damage and shows evidence of being torn apart. The damage on the proximal side of the sheath shows evidence of the outer pebax material being stretched and eventually torn. The distal side of the damage shows the ptfe liner and stainless steel braid bunched up inside of the inner diameter (ID) of the sheath. The shaft of the catheter was dissected to examine the ID of the sheath and it was found the sheath reflowed properly. In addition, the ptfe liner and braid was pushed into the ID of the sheath. Per the destino steerable guiding sheath in-process and final inspection procedure using a magnification light the shaft is inspected 100% for dents, bumps, cracks, wrinkles, kinks, exposed braid, delaminating or any other damage. A magnification light is also used to inspect all coated shaft's 100% for kinks, globs of coating, foreign material or any other damages present on coated units. Inspect the flush holes to assure they are not blocked with any coating. The ID of the sheath is inspected 100% using a borescope for delamination of liner and exposed braid in the ID; the ID of the sheath is measured at a gen level 1, aql 0.65. The destino twist instructions for use (IFU) provides the user with the following warning information: handling: avoid subjecting the device to unusual stresses. Handle the steerable sheath with care at all times. Do not kink, stretch, or severely bend the steerable sheath. Caution: when in the deflected position, the steerable guiding sheath should not be rotated while encountering resistance since that could severely damage the vessel, heart chamber, or anatomy of the patient. The IFU also cautions the user to select appropriate size of the sheath for the device to be delivered. The root cause of the failure cannot be confirmed. Potential effects to the patient are: auxiliary device will not fit inside, difficulty positioning and manipulating device and procedure delay. Potential causes of this failure include: incorrect braid, improper braid starching/trimming, improper marker band, placement of outer extrusion or inappropriate sheath/catheter size used. A review of risk for this failure identified the risk to be as low as possible or medium.

Event description:
The customer reported during a t-branch procedure the sheath kinked and was almost removed from the handle while a catheter was inserted; the destino twist was no longer usable. No further information available on patient outcome.